Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with another cochlear device during the same surgery. Device analysis shows a device failure. Device analysis report is attached. This report is submitted on march 23, 2022.

Manufacturer narrative:
This report is submitted on november 16, 2021.

Event description:
Per the clinic, the patient sustain a head trauma due to a fall (specific date not reported) resulting in performance decrement. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.